Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board and temperature sensor were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a "device hot warning, deactivated" error message. This would result in a system shut down. There is no report of patient injury associated with this event.